Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, this unit would not calibrate. Just before going on bypass, the perfusionist noticed calibration failed. He tried calibration and it failed again. The system was rebooted and calibration still failed. The facility used an o2 cylinder to supply 100 fraction of inspired oxygen (fio2) until another system was brought into the room. They calibrated electronic pt gas system (epgs) on the second system and connected the epgs outlet to the circuit on this system. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep confirmed the complaint. The tubing downstream of the electronic pt gas system (epgs) was examined and a kink in the tubing was found. With the kink in the tubing, the epgs would not calibrate. The fsr cut the kink out of the tubing, completed the inspection and returned the device to clinical use. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.